Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed. Only the stent and guide catheter were returned. A visual evaluation noted that the guide catheter was kinked and stretched, and detached from the delivery system. The distal barb of the stent was observed cut. No other issues were noted with the device. The reported event was confirmed. During product analysis it was observed the flexima device was found with the guide catheter broken and detached from the delivery system. The guide catheter was also kinked and stretched. The stent was found with the distal barb cut. Based on the complaint information, ''the inner catheter was not released normally''. Per the device instructions for use (IFU) ''care should be taken to prevent any damage to the stent and delivery system prior to or during placement''. Due to the condition observed in the device it is possible that resistance was felt, causing the stretching and kinking. It is possible that the manipulation of the device, the technique used, or due to the interaction with the endoscope or with other devices could have contributed with the reported event. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during a biliary drainage procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the guide catheter stretched and the stent would not deploy normally. Another flexima biliary stent was opened and the procedure was completed successfully with the new device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation results; guide catheter break.